Event description:
The core impaction drill was sent for eval due to overheating during an extraction procedure. The procedure was completed with the same device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.